Event description:
The user facility reported that prior to a patient procedure their vividimage 4k surgical display was flickering. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the 4k card which sends and manages image signals was not operating properly. To resolve the issue, the technician replaced the 4k card. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.